Event description:
It was reported that the device displayed alarm - error codes / messages with error code as 242.4030, changed air in line sensor and assembly. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer? Annex a: a0404. Annex b: b01. Annex c: c0201. Annex d: d02. Annex g: g0301201 h3 other text : see manufacturer narrative.

Event description:
It was reported that the device displayed alarm - error codes / messages with error code as 242.4030, changed air in line sensor and assembly. There was no patient involvement.